Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 7.5 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindication that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. In the initial report it was believed that the device would be returned to djo surgical for examination. To date, no parts have been returned to djo surgical. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the pain was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery- the pt was experiencing pain due to a hip replacement that was performed on (B)(6) 2004. The surgeon reviewed x-rays and found no signs of wear or stability, however, he chose to replace the head and poly insert. There were complications during this surgery and parts will be returned.